Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Evaluation/investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported heavy chest, depression, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable, or unchanged. Evaluation/investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported heavy chest, depression, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on5feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2006 due to motor vehicle accident, trauma. [Pt] is alleging device unable to be retrieved, occlusion. [Pt] further alleges frequent "stabbing" feeling in abdomen and chest feels "heavy" at times.[pt] also alleges depression, anxiety. Filter retrieval was attempted in (B)(6) 2007 and was unsuccessful. Another filter retrieval was attempted on (B)(6) 2007 and was unsuccessful.

Event description:
Additional information received alleges that the patient experienced filter tilt medially of eleven (11) degrees and posteriorly of seventeen (17) degrees with the filter apex perforating through the posterior caval wall. The patient additionally experienced from all four (4) of the primary struts severely perforating the caval wall. The perforating posterior strut penetrates deep into the anterior aspect of the underlying l2 vertebral body, where it has produced extensive hypertrophic sclerotic foreign body reactive changes. Additionally, the perforating anterior strut lies in very close proximity to overlying small bowel and the perforating lateral strut lies in direct contact with the proximal right ureter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. The investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt, and extensive hypertrophic sclerotic foreign body reactive changes. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported extensive hypertrophic sclerotic foreign body reactive changes are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog # and lot # are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "the patient returned to ucsd, on (B)(6) 2007, to have [the] ivc filter removed. Unfortunately, the preliminary cavagram obtained at that time revealed clot and/or stenosis in the patient's distal ivc below the filter (imaging from the ¿filter retrieval procedure¿ is not currently available for review). The filter retrieval attempt was abandoned, and the patient was discharged home on anticoagulation with the filter still in place. Findings: filter identification is based on the medical records and imaging provided. The patient's ivc filter is a cook gunther-tulip retrievable ivc filter deployed in the infrarenal ivc at the l1-2 level, with the filter apex positioned just below the renal vein confluence. The filter is tilted medially (7 degrees) on the immediate post- deployment images, with the filter apex lying in close proximity to the medial caval wall just below the l renal vein. The patient's cava was normal in caliber and free of clot at the time of filter deployment. The patient's abd/pelvis CT, dated 9-7-2020, shows [the] ivc filter to again be located in an infrarenal position at the l1-2 level. The filter is now tilted medially (11 degrees) & posteriorly (17 degrees). Tilt has progressed since 2006 (post-deployment images) and the filter apex/hook now contacts and directly perforates through the posterior caval wall. All four (4) of the filter's primary struts (legs) also perforate the caval wall by a distance of 3 mm or greater, with some extending beyond 10 mm. The perforating posterior strut penetrates deep into the anterior aspect of the underlying l2 vertebral body, where it has produced extensive hypertrophic sclerotic foreign body reactive changes. The perforating anterior strut lies in very close proximity to overlying small bowel and the perforating lateral strut lies in direct contact with the proximal r ureter. No strut fractures or missing filter components are apparent. No retroperitoneal hemorrhage. The 2020 CT study does not show caval thrombosis, caval stenosis or clot within the patient's filter, but it does demonstrate narrowing of the patient's l common iliac vein consistent with an underlying diagnosis of may-thurner syndrome."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: stenosis. The additional information regarding stenosis does not change the previous investigation results for filter thrombosis (occlusion). The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured and inspected according to manufacturing instructions and quality control instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.